Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in leaked. The following information was provided by the initial reporter: patient was punctured with the catheter, when installing serum therapy of maintenance, it was observed the patient's bed was wet. Catheter conditions were verified and it was observed the catheter's transparent part of the polifix presents a leakage of the injected liquids. Complaint has been opened.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in leaked. The following information was provided by the initial reporter: patient was punctured with the catheter, when installing serum therapy of maintenance, it was observed the patient's bed was wet. Catheter conditions were verified and it was observed the catheter's transparent part of the polifix presents a leakage of the injected liquids. Complaint has been opened.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.